Event description:
The reporter stated that during a spinal surgery procedure, the small cross connector broke when the surgeon went to lock it down. The surgery was completed using a spare device that was available. There was no adverse outcome for the pt.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.